Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and was able to verify the reported issue. Physio determined that the cause of the reported issue was an electrically leaky filter, designator fl24.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was patient use associated with the reported event. After multiple attempts, physio-control has been unable to contact the customer in order to obtain more information regarding the reported issue and patient information.